Manufacturer narrative:
The psm was analyzed and found to have no failure. Log review was performed and multiple errors 41091 were confirmed. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The psm was then installed onto a pftp where all relevant testing was passed within specification. The instrument engage spline check was seen close to its lower limit. The psm was disassembled for further troubleshooting and the bronze contact points on the ssfm pca that connect to the ssfc pca were found damaged. A golden ssfm pca was installed onto the psm, and the unit was able to again pass the instrument engage spline check but with all the specs well within specification. The unit did not fail any other tests.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and could not reproduce the issue but proactively replaced the psm. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sterile adapter failed the engagement on patient side manipulator (psm) 2 when the customer was docking the system. The customer reseated the sterile adapter, but the issue persisted. The customer continued the procedure with the three remaining arms. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed related error 41091 on psm 2. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional/updated information: the procedure was completed robotically with no patient injury.